Event description:
A customer reported that during an emergent patient procedure, using a glidescope go monitor, the monitor would repeatedly shut down .the procedure was completed using a different glidescope system which was made available in less than two (2) minutes. No harm to the patient was reported.

Manufacturer narrative:
The reported glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned monitor but was unable to confirm the reported power issue. When connected to known, good, test verathon equipment, the monitor functioned as intended. The tsr did not observe an instance of the monitor shutting itself off or losing video signal. No further investigation is required at this time. Verathon will continue to monitor for trends.